Manufacturer narrative:
The following devices were also listed in this report: tritanium revision acetabular; cat#509-02-54e; lot#mkd8hk, v40 cocr lfit head 36mm/0; cat#6260-9-136; lot#mhrekr, primary tritanium hemi cluster hole cup 52mm; cat#502-03-52d; lot#mkjnx0, gap plate screws; cat#2080-0025; lot#mka7l9, gap plate screws; cat#2080-0025; lot#mjt54h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving a trident liner was reported. The event was not confirmed by clinicians review. Product evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned for analysis. Clinician review: a review of the provided medical records by a clinical consultant indicated: "on a post-operative office visit of (B)(6) 2011 she was doing well, the staples were removed, and the wound was clean and dry. When seen on (B)(6) 2011 she complained of pain from the groin to the knee. It was noted that the incision was healed and she had a painless range of motion, internally rotating with pain. On (B)(6) 2011 an aspiration of the right hip was performed for a "painful total hip arthroplasty". No fluid was gained. Saline was injected and aspirated. On (B)(6) 2011 no evidence of infection or loosening was noted. She had persistent groin pain. On august 22, 2011 the impression as iliopsoas tendinitis to be treated with celebrex. On a visit of october 3, 2011 she was noted to be doing well with no groin pain. There is no examination of the explanted components and no immediate post-operative primary total hip arthroplasty x-rays available. Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The event was not confirmed as per clinicians review. Review of the medical review stated that "in this post gastric bypass patient with metabolic and nutritional deficiencies, history of smoking, and no evidence of either radiographic migration or bone scan evidence of a grossly loose acetabular component, it is not convincing that acetabular fixation was the cause of her groin pain. The possibility that iliopsoas tendinitis was the cause of both the pre- and post-revision groin pain cannot be ruled out in this case. There is no evidence from the available materials to suggest factors of faulty prosthetic design, manufacturing, or materials." The exact cause of the event could not be determined as insufficient information was provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
As per review of medical records: "when seen on (B)(6) 2011 she complained of pain from the groin to the knee."